Event description:
The account stated that an initial architect total b-hcg result of 252 miu/ml was generated. The sample was also run with a rapid test and a negative result was obtained. The sample was repeated on the architect and a result of <1.2 miu/ml was generated. There was no report of impact to patient management.

Manufacturer narrative:
This report is being filed on an international product that has a similar product distributed in the us. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). An investigation was performed on architect total (B)(4) lot 70916jn00 and determined that it was performing acceptably. The manufacturing and testing records for lot 70916jn00 were reviewed. The control and panel values obtained were all within specifications. The statistical process control (spc) data for lot 70916jn00 was reviewed and it indicated that the lot was performing within the specification and control limits. Architect total (B)(4) lot 70916jn00 is currently used as a reference material and it is displaying acceptable performance. The complaint analysis and trending system database was reviewed and no adverse trends were identified for the issue observed. In addition the (B)(4) data was reviewed and concluded that architect total (B)(4) is demonstrating desirable performance. No product deficiency was identified. This is the final report.